Event description:
An attempt was made to implant a resolute integrity rapid exchange (rx) drug eluting coronary stent in to a patient. The target lesion was described as highly calcified. However it was reported that the relevant device could not cross the lesion and upon removal the physician noted that the stent was damaged. It was reported that the procedure was completed with another stent. No clinical sequelae were reported. Device evaluation: the stent was positioned between the marker bands as per specifications. The 1st proximal stent segment was raised and deformed.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (highly calcified lesion). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition device (highly calcified lesion). (B)(4).